Event description:
Initially, it has been claimed that the patient ((B)(6)) was found by the facility staff lying on the floor in the middle of the night. The event on its own was not witnessed by anyone. Fortunately, patient was not injured. MFR# 3007420694-2015-00151.